Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the t waves on the ventricular channel, which led to non-sustained ventricular tachycardia (nsvt) episodes to be stored. Technical services (ts) was consulted and low sensitivity programmed was suspected. In addition, it was found that there was some variability in the r-waves that could had been related to the rv lead position, but it was not conclusive. Sensitivity adjustments and further testing was recommended. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the t waves on the ventricular channel, which led to non-sustained ventricular tachycardia (nsvt) episodes to be stored. Technical services (ts) was consulted and low sensitivity programmed was suspected. In addition, it was found that there was some variability in the r-waves that could had been related to the rv lead position, but it was not conclusive. Sensitivity adjustments and further testing was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, the health care professional (hcp) called for assistance to review the t-wave and r-wave amplitude. It was found that the r-wave had shown low amplitude with some variability. Sensitivity adjustments and further testing was recommended. This rv lead remains in service. No adverse patient effects were reported.